Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call made on behalf of medical surveillance. The patient reported that on (B)(6) 2017 she obtained results of ¿187, 194, 215 and 222mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for precision. The patient manages her diabetes with oral medication, diet and exercise and took her usual dose of one glipizide pill, twice daily in response to the allegedly inaccurate results. The patient reported that on (B)(6) 2017 she developed symptoms of ¿headache, sweating and shaking.¿ the patient reported that on (B)(6) 2017 at 07:00pm she visited an emergency room, where she was treated with IV fluids and between 07:10 and 07:30 she had her blood glucose tested on a clinic meter which gave a result of ¿135mg/dl.¿ during the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.